Event description:
Information was received indicating that this syringe infusion pump exhibited a motor error. No adverse patient effects were reported.

Manufacturer narrative:
One used medfusion® 3500 syringe pump was received for investigation. A visual inspection revealed the device to be cracked on the top case and right plunger case and a damaged plunger cable. A "motor rate error" was found in the pump event history log. The reported error was able to be duplicated during testing. The "motor rate error" was attributed to an old motor assembly, leadscrew, and clutch halves. The root cause was determined to be normal wear of the device.